Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, there was leakage from the peritoneal catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.